Event description:
Catheter broken and required surgical removal. Fragmented end removed from rt atrium catheter showed initial good position on x-ray but now appear broken between the clavicle and first rib.